Event description:
It was observed that during the device evaluation, the subject device exhibited broken objective lens window and component failure of objective lens, outer grip, electrical contact and universal cable. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable caused traced to the component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.